Manufacturer narrative:
In total 2 reports related to the reviewed abstract are being submitted to FDA: manufacturer report number 2017233-2021-01916. Manufacturer report number 2017233-2021-01917. H6-code 4111: several requests were emailed to the corresponding author to provide additional information like serial number, patient identifier, date of birth, age, weight, gender, name, date of implants onset date of the event, description of procedure and intra- and postprocedural dicom angiography imaging series. H6-code 3221: the requested information was not provided. With no additional information provided, gore is unable to perform further investigations of the related complaints.

Manufacturer narrative:
The following abstract was reviewed: # ipc06. "Preliminary results of gore viabahn balloon-expandable endoprosthesis in visceral and renal arteries of patients treated with branched or fenestrated endografts for complex aortic aneurysmal disease" fabrizio masciello, aaron fargion, elena giacomelli, walter dorigo, carlo pratesi july 2020. Journal of vascular surgery 72(1):e54-e55 doi:10.1016/j.jvs.2020.04.099. Patient identifier remains unknown, therefore the gore case reference number was used. Patient age was not given within the abstract. Patient gender was not given within the abstract. Date of the event remains unknown, therefore the date the abstract was first published was used. In total 2 medwatch reports related to the reviewed abstract are being submitted to FDA. All reports refer to the same patient identifier, which is the gore reference number. The manufacturer report numbers are not available at the time of submission. (B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following abstract was reviewed: # ipc06. "Preliminary results of gore viabahn balloon-expandable endoprosthesis in visceral and renal arteries of patients treated with branched or fenestrated endografts for complex aortic aneurysmal disease" fabrizio masciello, aaron fargion, elena giacomelli, walter dorigo, carlo pratesi july 2020. Journal of vascular surgery 72(1):e54-e55 doi:10.1016/j.jvs.2020.04.099. Between july 2018 and december 2019, 28 patients underwent fenestrated or branched endovascular aneurysm repairs for complex aortic aneurysmal disease. 55 renal arteries, 25 superior mesenteric arteries, and 23 celiac trunks were treated with gore® viabahn® vbx balloon expandable endoprostheses (vbx device) as a visceral bridging stent. A retrospective analysis was performed to analyze bridging stent-related patency, complications, and reinterventions. Within the abstract the following complications were reported: twenty days after the procedure one patient presented with an asymptomatic occlusion of the vbx device for a celiac trunk, affected by pre-operatively sub-occlusive stenosis. The occlusion was left untreated.